Manufacturer narrative:
H3. Device evaluation. Customer reports of stenosis and structural valve deterioration were confirmed through observed thickened leaflets and host tissue overgrowth. Leaflet tear in the as received condition may contribute to regurgitation. X-ray demonstrated wireform intact and minimal calcification nodules on leaflet 2. Leaflet 3 had a 10mm tear at commissure 1. All three leaflets were thickened and swollen near the commissures and leaflet 1 was also thickened at the cusp area. Thickened leaflets restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Sewing cloth was cut in multiple areas around the valve and wireform was exposed around leaflet 3 on the inflow aspect. A suture remained attached to the sewing ring around leaflet 1 near commissure 1.

Manufacturer narrative:
Updated h6 (component code, conclusion).

Manufacturer narrative:
This device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis, PMA p860057/s001. Additional manufacturer narrative: the device was returned to edwards for evaluation. Evaluation is in progress. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Once additional information is available, a supplemental MDR will be submitted.

Event description:
Edwards received information that a 25mm aortic pericardial valve, implanted approximately eight (8) years and two (2) months, was explanted due to aortic stenosis and regurgitation secondary to structural valve deterioration. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted and replaced with a 25mm aortic valve. The device was returned for evaluation. Multiple cardiac surgical procedure: ascending aorta replacement at implant. There was no allegation of device malfunction.